Manufacturer narrative:
Analysis: the status of the device and the pt are not known at this time. Medtronic is continuing to investigate the report, and add'l info concerning the event is anticipated. A supplemental report will be provided to FDA when this info is rec'd. Conclusion: the exact cause of the event is not known at this time. As such, no definitive conclusions can be drawn. Medtronic continues to investigate the event, and will provide a supplement report when add'l info is rec'd.

Event description:
Medtronic rec'd limited info indicating this aortic root cannula broke off at the base. This observation occurred during a bypass procedure, resulting in blood loss. The cause for the break was not described in the report. It is not known, if this device was changed out, and the outcome of the pt is not known at this time. Medtronic has requested add'l info concerning this event.